Event description:
The customer reported that the knife was not cutting. A second device was opened to complete the procedure. There was no injury to the patient. The device was returned with the knife webbing protruding.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.